Event description:
The patient's father reported on (B)(6) 2013 his son was admitted to the (B)(6) hospital for early stages of diabetic ketoacidosis. They placed him on an intravenous insulin drip and he was responding well to the insulin that was given. He stated that they examined the pod and it was not functioning normally. He did not provide any further information regarding the hospitalization, his son's treatment, or the pod. Attempts were made to reach the father to obtain additional information about the event, but there was no answer, so a voice message was left to call us back.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported; therefore, no qualification records were reviewed.